Manufacturer narrative:
The tech replaced the four valves for the head and foot hi/low functions.

Event description:
Info received indicates both the foot and head hi/low functions are slowly drifting down.